Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify the cause of the foreign material (stent blockage) remaining in the device. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3, section 3.6 inspection of the instrument channel and forceps elevator. ¿1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ ¿4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported that the stent was found to be blocked inside the duodenovideoscope channel during a therapeutic stent replacement procedure. The procedure was completed with a replacement device. The duodenovideoscope was inspected before use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Upon follow up, the customer reported that the product was not cleaned, disinfected and sterilized before it was sent to olympus. The customer was aware of when the foreign material adhered to the scope. As per the customer, the foreign material was bile duct plastic stent. There was a delay to the start of pre-cleaning. It was unknown if water was aspirated through the instrument/suction channel. It was unknown of there were any abnormalities with accessories used for reprocessing. The endoscope was not immersed in detergent solution. The instrument channel was not wiped with clean lint free cloth, brushes or sponge. The instrument channel, instrument channel port and suction cylinder was not brushed. The device was not cleaned and disinfected because it was clogged with foreign material. An evaluation of the returned device confirmed the customer allegation ¿stent blockage¿. Due to clogging of channel-tube, forceps and tube cleaning brush could not be inserted. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover was chipped. Due to clogging of channel tube, suction volume does not meet the standard value. Electrical connector had discoloration due to water leakage. Color ring had a crack. Scratches were found throughout the device. Forceps channel port was shaved. Electrical connector had corrosion. Due to deformation of the hook of distal end, distal end cover could not be attached or detached. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.